Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on an unknown date. During the procedure, the balloon was inflated and dilation was performed satisfactorily. However, the balloon did not fully deflate and could not be withdrawn through the endoscope. The balloon catheter was cut to allow removal of the balloon from the endoscope. The procedure was then completed using the original device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.